Event description:
It was reported post op to a band implant, pt experience nausea and vomiting and nocturnal reflux. A barium test was done which showed pouched dilation and minor obstruction. In addition, there was inflammatory reaction at the buckle. There was about 5cc's of turbid fluid removed. The band was also removed. The pt is recovering without any other reported complications.

Manufacturer narrative:
Date sent: 04/08/2009. Info anticipated, but unavailable at this time.